Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer reuses cartridges. Tandem technical support educated the customer on cartridges being single use products. Customer's blood glucose level was 221 mg/dl. Customer continued to use the pump for insulin delivery.